Event description:
It was reported by the customer that a pyxis medstation es system was not powering on. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a connection issue. A field service engineer reseated all ribbon row cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.